Manufacturer narrative:
The site has indicated that the pump remains implanted and that controller and batteries are going to be returned to the manufacturer for evaluation. Product remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4): the returned controller passed visual examination and functional testing. Review of the log files revealed a critical battery alarm. This failure is most likely due to a communication anomaly between battery and controller. Heartware has initiated an internal investigation to address this issue. (B)(4): the returned batteries passed external visual inspection and functional testing. These batteries performed as per specification under testing conditions. The patient manual instructs that patients are to always keep a spare set of fully charged batteries and back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the controller and the batteries met specifications; both passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately six months post hvad implantation, this patient reported that the controller switched from one power port to the other before the batteries drained to twenty-five percent. The patient also reported that the switching occurred when he was connected to only one battery while he was changing from the ac adapter to a second battery. The patient stated that he no longer trusts the system. The controller and batteries were replaced and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.